Manufacturer narrative:
B5: no additional information received from customer. D8: additional information. H2: additional information. H3: additional information. H6: additional information. H11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to user due to stress problem. The event can be detected/prevented by following the instructions for use which state: caution risk of injury to the patient contact between the hf-resection electrode and metal parts, such as other endoscopic equipment, implants or stents can result in sparkover between the hf-resection electrode and the metal part. Always keep a distance of at least 10 mm between the hf-resection electrode and metal parts." - pg 27 of hf-resection_electrode_turis_oes-pro_instructionmanual. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high frequency resection electrode broke when it came into contact with metal inside the patient's body. The event occurred with three different devices during a therapeutic transurethral resection of the prostrate. The broken loops were removed from the patient's body. The customer reported that the issue was caused by improper use of the device. The procedure was completed with a similar device. There were no reports of patient harm.